Event description:
A doctor alleged that several crowns debonded approximately 8-10 years after being cemented with advance hybrid ionomer cement. Endodontic therapy was performed in some of the cases due to the development of recurrent caries.